Event description:
No injuries occurred and no witnesses to the fall. (B)(6) is unsure of how the fall occurred but stated the patient does have a diagnosis of brain cancer and it getting easily confused. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).